Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that flap resistance in the unknown eye during refractive surgery.

Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was able to confirm the reported issue. The nonconforming cystal component was replaced to address the issue. The system was tested and found to meet product specifications. The complaint was found to have met specification. The root cause of the reported event is attributed to a nonconforming cystal component. The manufacturer internal reference number is: (B)(4).